Manufacturer narrative:
.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor unable to verify no delivery alarm due to prime anomaly. Insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It is reported that a customer received a no delivery alarm. The patient's blood glucose level was not recorded. No further information was recorded.